Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified no openings were found in the device, yellow particles material was found on the shell and flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.